Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator change out procedure, the torque wrench could not be fully inserted into the septum. The device was successfully explanted and replaced. There were no adverse consequences to the patient.